Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the package was opened the stent implant was found loose in the box. Reportedly, there was no pt involvement with this stent delivery system (sds). No add'l event or pt info is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary qa analysis revealed that the sds was returned without blood and contrast visible. The stent implant was stationary on the balloon. The distal end of the stent implant was 4.5 mm proximal to the end of the tip. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The protective sheath was returned. A snap gauge was used to measure the stent implant outer diameters and they did not meet mfg criteria. The outer diameters were oversized. A snap gauge was used as a deviation from the normal testing due to equipment being serviced. The inner diameter of the orange protective sheath was measured. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.